Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 33 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated low blood glucose reading with tablets. Customer also reported that the insulin pump alarmed compromised force sensor system. Customer stated drive support was normal. Customer stated the sensor did not detect the reservoir during seating. Insulin pump was returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked reservoir tube lip and minor scratched display window.